Event description:
It was reported to philips that the charge button for the device stopped working. It was noted by the customer that the button did not emit a clicking noise and was not recognized when it was pressed. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.